Manufacturer narrative:
This has been occurring ¿over the past three months¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer collar that connects to the manifold and the male luer lock of an unspecified number of interlink system continu-flo solution sets would not tighten and ¿falls apart¿. This was further described as, upon removal of the ¿anesthesia IV (intravenous) set from its packaging, the nurse tightens all connectors at the manifold or stopcock¿. Subsequently, the luer collar does not tighten down at the manifold connection and it ¿frequently falls apart¿. Also, the male luer lock does not screw into the intravenous (IV) catheter hub; further described as, "the luer lock is seized in place and they cannot screw it down to the IV hub". This requires a new set to be obtained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information :two (2) used samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. The samples were functionally tested and primed per directions and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.